Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01188 / 01190). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient was revised on (B)(6) 2010, due to pain, elevated metal ion levels, and fluid around the hip joint. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to fluid collection consistent with metallosis, cyst, and dislocations. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient was revised on (B)(6) 2010, due to pain, elevated metal ion levels, and fluid around the hip joint. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01188 / 01190).